Manufacturer narrative:
The device was returned for analysis. The reported suture detachment could not be tested/confirmed, due to device components not being returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 7f sheath after a vein graft stenting procedure. Reportedly, a proglide device was deployed; however, the suture snapped while the device was being removed. Upon withdrawal of another proglide device, where the guide wire was still in during plunger deployment, the suture was seen. After gently holding the suture as the device was removed, the knot came out of the anatomy unraveled. A non-abbott device was also attempted; hemostasis was not achieved. Manual arterial compression was used to ultimately achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.